Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient weight and device information with no success. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced restoring the therapy.